Event description:
A loss of therapeutic effect was reported. The pt was experiencing breakthrough tremors on the left side. Her physician attempted to correct the tremors through reprogramming. It was noted that amplitude settings had to be increased during the time period surrounding the event. Impedance readings of >4000 ohms were reported on several unipolar pairs. The pt was provided therapy at following settings. Impedance measurements were rerun at 2.5 volts and showed no results >4000 ohms. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).